Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED was in service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED battery warning was related to a failure to set-up the AED and maintain the battery pack.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
Summary and results for the analysis of dbp-1400 battery pack serial number (B)(6) the returned battery pack was evaluated by defibtech's service, engineering and quality team. 1) this battery pack was manufactured on may 6, 2021, and passed all defibtech inspection criteria. The inspection consists of: a. A battery pack load test, an AED manual self-test and a patient simulation / shock delivery test. B. The records indicate the battery pack delivered energy within its specifications for all tests. 2) the records indicate the battery pack was installed in a ddu-100 AED s/n (B)(6) on august 11,2021. During its time in service, the battery pack successfully performed 15 monthly self-tests and 7 quarterly self-tests. 3) upon receipt by defibtech, the battery pack was inserted into an AED with a new 9-volt battery as the battery was returned without one. A. Once the battery pack was inserted into the AED, it began chirping, flashing its red active status indicator (asi) indicating AED needs immediate service, and would not power on. 4) the battery pack was then removed from the AED, its voltage measured and found to be low, 9.9 volts ,which is below the voltage required to power on the AED. 5) the battery pack was then opened to conduct the following: a. A visual inspection of the battery pack's circuit board and internal components - no visual issues were identified. B. Measurement the individual cells voltage within the battery pack - all cells were found to be low. One cell, which had the lowest voltage, was determine to have caused a voltage sag, resulting in the battery pack not being able to power on the AED. Based on the review of the AED records and testing of the battery: 1) the service code identified by the AED during the july 1, 2023, quarterly self-test was related to the battery pack's decreasing voltage. 2) on july 10, 2023, the battery was ejected by the user, presumably due to the AED flashing its red asi and chirping. In this case, it appears that the decreasing voltage within the battery pack was identified by the AED self-test system which successfully alerted the user of this issue.